Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. The noise could be reproduced during provocative testing. Atrial lead damage was suspected, but could not be confirmed, to be the cause of the reported event. Lead revision is being considered, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.